Manufacturer narrative:
Unit passed the dat test at 0.08860 inches. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Unit functioned properly. No delivery anomaly noted during testing. All buttons functioning properly. No damage on keypad traces noted during visual inspection. J2 lcd connector was inspected and no anomaly was noted. Unit received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 56 to 23 mg/dl at the time of the incident. The customer stated that the pump was automatically giving her more insulin than she was supposed to get. The customer added that they had not been eating enough and the pump was over delivering, and they also had blood pressure issues. The customer was at 314 mg/dl earlier on the day of the call. The customer used glucose to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The customer had received an epidural shot a week before the event and was experiencing lows in the 70 mg/dl range. The customer was also dissatisfied with their pump training. The insulin pump will be returned for analysis.